Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent a aortic dissection type a, arch and ascending aorta reconstruction procedure on (B)(6) 2011 and suture was used. When the surgeon was finishing the procedure and and the patient was going off pump, the suture at the aorta broke. There had been twelve knots made. The broken suture was found to be divided into different strands. Another suture was used at the aortic root. Because they had to resuture, the patient was unstable with low blood pressure. The patient remained in the intensive care unit.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.